Event description:
Liko-viking lift m descended without warning (malfunction of equipment) while resident was being transferred from wheelchair to bed. The resident struck the back left side of his head on the bed frame before cna could assist resident to ground. The resident was immediately transported to the emergency room. Dates of use: lift has been used about 8 years. Diagnosis or reason for use: resident double amputee above the knee.